Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an appendectomy procedure, jaw broken; part fell in patient. Could be removed. Patient is well. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m56738. The analysis results found that the atb35 device was received in good visual condition and with a tr35b reload present. The reload was received fully fired and with the pan dislodged; additionally the right sled was noted to be missing. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.